Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('salpingectomy') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced acute sinusitis ("chronic acute sinus infections") and immunodeficiency ("immune deficiency"). The patient was treated with surgery (salpingectomy). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the medical device removal and immunodeficiency outcome was unknown and the acute sinusitis was resolving. The reporter considered acute sinusitis, immunodeficiency and medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. New events sinusitis , immunodeficiency and reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('salpingectomy') in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.